Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that this right atrial (ra) lead exhibited noise, oversensing and pace impedance measurements of greater than 3,000 ohms. It was discovered that the lead was fractured. The patient stated they could feel the pacing. Technical services advised to turn the ra sensing off. The lead remains in service at this time. No adverse patient effects were reported.